Event description:
It reported that the act and esc buttons on the insulin pump are unresponsive. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.